Event description:
When cutting through tissue of an obese patient and the tip was in good contact with the tissue, arcing occurred from the electrode approximately 3/8" from the walls of the tissue. The esu was set at 40w coag. No patient burn.